Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. Pt weight: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4, -16.00/+4.00/x089 diopter implantable collamer lens in the patient's right eye on (B)(6) 2014. Excessive vault was noted. The lens was explanted and exchanged for a smaller length lens on (B)(6) 2015. This resolved the problem. See MFR. #2023826-2016-00650 for left eye.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. A visual inspection was performed, observing the haptic to be torn/broken/bent/deformed and foreign material on the lens surface (not possible to specify). (B)(4).